Event description:
It was reported "it was reported by the customer that on (B)(6), after he completed insertion of the iab catheter into the pt and pressed the start button, the iabp soon after generated the autofill failure" repeatedly. Therefore he called our sales rep and it was found that the stopcock of iab fill port on safety disk was loose. After the customer tightened it, the alarm stopped and the therapy was completed till the catheter removal.

Manufacturer narrative:
The device has not yet been returned to maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).